Event description:
It was reported that the procedure was to treat a 90% stenosed and de novo lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. Pre-dilatation was performed with a 2.75 x 15mm unspecified balloon. A 3.0 x 48mm xience xpedition stent delivery system (sds) was to be advance to the target lesion; however, the stent was unable to cross due to anatomical challenges. The sds was removed from the patient. Therefore, the procedure continued with a 3.0 x 38mm xience prime sds, and the stent was successfully deployed at the target lesion. Then a 3.0 x 12mm xience prime sds was advanced to the target lesion; however the balloon was unable to inflate due to anatomical challenges. The sds was removed and an unspecified drug-eluting stent was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed, heavily calcified and moderately tortuous anatomy causing the reported activation failure. The reported activation failure was could not be replicated in a testing environment as it was related to operational context. The device was inflated successfully and without issue during return evaluation of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.